Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant of medical products: unknown screws, part# ni, lot# ni. Unknown wires, part# ni, lot# ni, unknown manufacturer.

Event description:
It was reported a patient experienced a sternal dehiscence and underwent a revision to remove sternal closure devices one (1) month following implantation. The surgeon reports he used approximation tools instead of wires to approximate the sternum. The surgeon also reports that the sternum was not fully reduced prior to application of the sternal closure devices. Following removal, the sternum was closed with wires. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for these products. It is alleged that the patient had a dehiscence a month after surgery and the sternum was not fully reduced before applying the device in the initial surgery. Without medical records, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.